Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a moderately calcified and slightly tortuous proximal anterior tibial and popliteal artery. During inflation at 5-6 atm, blood was seen in the endoflator indicating a balloon rupture or tear. A new angiosculpt device was used to complete the procedure. No patient injury reported.